Manufacturer narrative:
Corrected data includes the date of implantation. This was found as an error upon review of the MDR record.

Manufacturer narrative:
During evaluation and investigation, the implant was not available for analysis. The implant is not expected to be returned for the manufacturer review/investigation. The device history records could not be reviewed because identifying information of the product was not reported to the manufacturer. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that a silverback gorilla anterior ttc plate broke post-operatively with an associated delayed fusion of the tibiotalar joint. The patient reported that they could feel movement across this joint. A revision arthrodesis surgery was performed on (B)(6) 2020 to remove the broken hardware.